Manufacturer narrative:
The correct analysis results are now attached. The manufacturing process for the devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the available data between (B)(6) 2018 and (B)(6) 2019 showed that the sensing amplitude of the sentus decreased immediately after the implantation date from initially 11.5 mv to 2.5 mv. In the same time period the sensing values of the solia dropped from 3.5 mv to 1 mv. The sensing amplitude of the plexa decreased in (B)(6) 2018 from values between 9 mv and 16.5 mv to values between 2 mv and 5 mv. Furthermore the pacing impedance of the sentus showed variations between 250 ohms and 500 ohms. The plexa also demonstrated varying impedances between 400 ohms and 900 ohms. The impedance values of the solia were fluctuating between 500 and 800 ohms. As reported in the complaint description, loss of capture in all three channels was evident in the provided iegms. In spite of the available information indicating lead dislodgements, no definite conclusion can be drawn regarding the root cause of the clinical observation. Further data such as diagnostic images might help to clarify the origin of the issue. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of approx. 8 months, loss of capture was reported. The lead was successfully repositioned.